Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event on the same day of onset. Treatment for the event was not reported. The patient¿s recovery status was unknown and hospitalization was ongoing. Dianeal therapy was discontinued. No additional information is available.